Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the lens rotated and the event continues as there is unresolved astigmatism. Additional information provided also indicated that an unapproved viscoelastic was used. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/12/2011 by fax and mail. A completed questionnaire was received on 04/13/2011. (B)(4).